Event description:
The reporter indicated that a 13.7mm vticm5_13.7; -10.0/2.0/093 (sphere/cylinder/axis) implantable collamer lens had tore during loading. Intraoperatively a back up lens of the same model/length was implanted and this resolved the problem. This occurred on (B)(6) 2022. The cause of the event was reported as the device. It was unknown when the damage was noted.

Manufacturer narrative:
Expiration date: 10/31/2023. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).